Event description:
An intramedullary nail was implanted during an initial left orif procedure conducted due to a bone infection and fracture of the pilon. It was reported that 1 year 3 months post-implantation the nail was identified to have loosened and migrated distally resulting in a below the knee amputation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) a2: year of birth 1957 . The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.